Manufacturer narrative:
Batch review performed on 23 february 2017. Lot 162639: (B)(4) items manufactured and released on 27 july 2016. Expiration date: 2021-07-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in due to signs of infection. The infection is confirmed. The pathogen is unknown. The surgeon washed out the knee and swapped the poly. The surgery was completed successfully. X-rays and explants are not available.